Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a lithotripsy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds device was used with two ehl probes. A total of 2,400 shots of lithotripsy were performed to crush stones. The working channel sleeve protruded while using the second ehl probe. Reportedly, no part of the spyscope ds device detached and there were no issues with the ehl probe. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a lithotripsy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds device was used with two ehl probes. A total of 2,400 shots of lithotripsy were performed to crush stones. The working channel sleeve protruded while using the second ehl probe. Reportedly, no part of the spyscope ds device detached and there were no issues with the ehl probe. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. The tips of the protruding sleeve were frayed. Working channel sleeve protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands, appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protrusion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with these post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.